Event description:
It was reported that the lens was dry. There was no liquid in the vial and white power was present in he packaging. The lens was not used. This issue occurred with three lenses. This report refers to lens 3 of 3. Reference MDR number: 1313525-2015-00905 for lens 1 of 3. Reference MDR number: 1313525-2015-00906 for lens 2 of 3.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.